Event description:
It was reported that the patient received multiple inappropriate shocks. The short interval count was elevated indicating oversensing, and the right ventricular pace/sense lead impedance was variable and high from 661 ohms to 1722 ohms. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.